Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer change out the cartridge and infusion set to address occlusions. Insulin delivery was resumed. Customer's blood glucose (bg) was 504 mg/dl and correction boluses were delivered to address bg. Customer reverted to using manual injections for insulin therapy.